Event description:
It was reported through a remote transmission that the patient's pacemaker exhibited false premature ventricular (pvc) episodes due to atrial under-sensing. No intervention was performed, and the patient will continue to be monitored. The patient was in stable condition.